Manufacturer narrative:
Additional info has been requested, and if received will be provided on a supplemental report.

Event description:
It was reported that, "the targeting arm was struck with a mallet to aid the surgeon in proper implantation of gamma 3 nail implant. The result of hitting the targeting arm was splintering and crushing around the proximal section of the nail holding bolt canal."